Event description:
It was reported the dermatome device did not start. Another device was available for the surgery. It was reported the device was in contact with the patient; however, no patient injury is alleged.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.